Event description:
Date of the event is unknown at the time of registration. The situation was from vanderbilt and he stated during verbal converstion that a t1 had a o2 supply failure during ventilation on neonate. He checked is o2 supply which was fine and had no issues. He continued to ventilate the baby after a few minutes noticed the patient started to desaturate, and switched to bvm and o2 sats recovered, o2 supply was checked again and found to be fine. Their air program has bio med through renew, and had device pm'd and calibrated but have not been able to recreate the alarm.